Event description:
It was reported that a dissection occurred. The 85% stenosed target lesion was located in none tortuous left main to left anterior descending artery. The lesion was predilated with a semi compliant 3.5 x 12 balloon. The stent was deployed at 11 atmospheres with no issues encountered, the balloon inflated and stent deploy fully. While the 4.00 x 24 synergy drug eluting stent was being implanted at nominal pressure to treat the target lesion, a dissection occurred at the distal edge of the stent. Another stent was used to cover the dissection and complete the procedure. The patient was stable at the end of the procedure.